Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician had selected a 2.5x20mm taxus express2 drug eluting stent (des) to treat an unknown lesion. While unpacking the device, the physician noted the proximal edge of the stent was "lifted up". The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".